Event description:
It was reported that the patient underwent a triple arthrodesis foot/ankle fusion procedure involving demineralized bone matrix putty, and a compression staple. At 4-6 weeks post-op, the surgeon observed "greater than expected" swelling and inflammation around the site of the graft placement with accompanying wound breakdown. A wound evacuation with hardware removal was performed on an unk date post-op. During the revision, the surgeon noted osteomyelitis. The organisms identified from wound cultures were staph, aureus and serratia. The patient is currently doing "ok", and she is now wearing a semi-rigid walking brace for stabilization and protection. Charlotte compression staple was also implanted.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.